Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and tyvek or thermoform sticking.

Event description:
Healthcare professional reported "I have also heard of several other surgeons having the same problem (several cases where the inner bucket was completely stuck to the bottom bucket), at times also leading to an implant infection. " this record is for unknown side. Device status is unknown.